Event description:
The customer reported that the unit kept turning off and had to be rebooted in order to continue to use c-arm. There is no report of death or serious injury associated this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The workstation transformer was evaluated and retapped. The system was tested and found to be working as intended and returned to service.